Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the band and port had to be removed due to an infection. The patient presented with port site pain, and pus was aspirated from the port site. Upon removal, the tubing strain relief was not found. The location of the strain relief is unknown. The device is being held at the account for culture sampling.

Manufacturer narrative:
Date sent: 9/17/2009.